Event description:
Had total hip (right) replacement on (B)(6) 2018. Djo linear or taper fill used. Seemed to be healing well, but then started having pain in groin which was getting exceedingly worse each day. On (B)(6) 2018 I had a follow up appointment with my surgeon & the x-ray revealed the acetabular cup had shifted forward explaining the pain. It was explained that the cup didn't adhere to the bone properly and would have to go back in and be replaced/revision surgery is scheduled for (B)(6) 2018. I have been out of work and on 60% pay and will need to continue to be off work for 8-12 more weeks.